Manufacturer narrative:
Clarification d6a implant date: partial date known. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "ruptured implant, grade IV capsular contracture", " glandular enhancement" and "cardiomegaly". This record is for the right side. The device remains implanted.